Event description:
A nurse called from a healthcare facility. She stated that the facility's elite meter read low compared to a pt's meter. The pt's blood glucose was tested using the elite meter and the reading was 32 mg/dl. The pt's meter gave a reading of 132 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. A new contour meter kit was sent to replace the elite meter. No product will be returned.